Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected occlusion of a hakim programmable valve: the valve was implanted via v-p shunt on an unknown date and unknown initial setting. However, on (B)(6) 2020, the patient had hydrocephalus symptoms. Occlusion was suspected due to not improving symptoms. It seemed that the proximal catheter was occluded, not the distal catheter. Therefore, it was changed to lower setting (60mmh2o) and decided to see how it goes. If the situation does not improve, the valve will be replaced. Additional information received on october 21, 2020: the valve was replaced to a new one on (B)(6) 2020 due to not improving symptoms.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The hakim valve was returned for evaluation: device history record (DHR): lot cmjbvh, conformed to the specifications when released to stock failure analysis: the valve was visually inspected, no defects noted. The position of the cam when valve was received was 50mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve or catheter at the time of investigation.the possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter and the valve mechanism, but no functional issues were noted during the investigation.